Event description:
It was reported that during an unknown procedure the device jaws broke off and fell into the patient, the foreign body was immediately removed. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). The device was received with the top jaw missing and the I-blade broken. The top jaw was not returned with the device. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. It is possible that the jaws and the blade could have been damaged due to excessive force and torsion being applied resulting in the eventual detachment from the instrument.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.